Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified popliteal artery. A 3.5mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient injury reported and the patient is in good condition.